Event description:
The company received a report where it was claimed that the cuff quit holding air during pt use resulting in extubation and reintubation of a replacement tube. The caller reported that the tube had only been in use for one day. The caller replaced the tube was replaced without incident to the pt.

Manufacturer narrative:
Technical services attempted to collect customer info but the caller refused and hung up declining to provide contact info. No lot and no sample provided during the initial call and no contact info.